Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet system; however, no direct patient contact was established to confirm detailed event information. Initial information indicated the patient presented to the emergency room following an episode of low blood glucose, with reported hypoglycemia. No blood glucose values, additional symptoms, or specific treatments were available due to unsuccessful follow-up attempts and lack of device data, as the ilet had not been synced since 20-mar-2026. Investigation included attempted communication with the user and review of available information; however, no findings were obtained and device problem or component involvement could not be determined due to insufficient information. It was concluded that the cause of the event could not be established and no device malfunction was confirmed; if the device is returned, a physical evaluation will be performed, and a supplemental report will be submitted. If additional information becomes available, a supplemental MDR will be submitted.